Event description:
A surgeon reported to company representative a case of a leaking secondary incision that would not seal on a patient's left eye during laser assisted cataract procedure. Reporter indicated a suture was used to close the incision. Reporter relayed the incision treatment was "2mm" anterior than was placed (programed), however, bubbles started forming between soft fit contact lens and cornea during treatment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. Additional information has been requested. (B)(4).